Event description:
Arterial air alarms occurred during a routine hemodialysis treatment which could not be resolved. Treatment was discontinued and a partial rinseback was performed, resulting in an estimated blood loss of 50cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The exact cause of the arterial air alarm cannot be determined at the time of this report. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The user's guide also instructs to rinseback the pt's blood if alarms cannot be resolved promptly. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling instructions are followed. Nxstage medical considers this report closed. No additional information will be provided.